Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.

Event description:
The piston is broken in the packaging. When did the incident occur? Before use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c plunger rod was broken/damaged. The following information was provided by the initial reporter: "the piston is broken in the packaging." When did the incident occur? Before use.